Manufacturer narrative:
Section a3b, a4, a5, a6: unknown/ asked but not available. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the multifocal intraocular lens exchange was due to refractive surprise and the history of myopic lasik. It was replaced in a secondary surgical procedure with another lens (model dxr00v). The patient¿s outcome is unknown. No injury or medical intervention is required. The lens was destroyed. No further information was provided.